Manufacturer narrative:
The reported event of an operation issue was not confirmed. As received, a complete lead was returned for analysis. A visual examination of the lead found the helix was retracted and clogged with body fluids. The cause of the reported event was isolated to the dried body fluids in the helix housing. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead was unable to be fixated. The atrial lead was not used and replaced. The patient was in stable condition throughout the procedure.